Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved each event by briefly disconnecting from t-lock, then reconnecting and resuming insulin.